Event description:
Litigation papers allege significant discomfort and pain in the patients hip, he was taking various medications for pain, and his physician concluded that his hip needed to be replaced. The patient underwent a revision surgery to remove his hip and replace it with a new hip replacement device. The patient has subsequently developed an infection in his hip, is currently still in pain, and has been prescribed on-going therapy since his revision surgery.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi, dor, and part/lot information for the cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
The reported devices were not returned for examination. A search of the complaints databases was not possible as the necessary product and lot code combination was not provided. A review of device history records and sterilization certificates were not possible as the product and lot code combination was not provided. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; no sign of infection; the cup had minimal if any bone ingrowth grossly; some soft tissue was removed from the acetabular floor. Part and lot identified for femoral head and added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.